Manufacturer narrative:
H.10:through follow-up communication livanova learned that the device was found to be contaminated with acid fast bacilli. The preliminary laboratory report has been provided. Through further follow-up communication livanova was provided with a final report stating m.chimaera contamination. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
There was no known patient involvement the heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow-up communication livanova (B)(4) learned that the device was cleaned regularly per the IFU and that it was used inside the operating theatre at an estimated distance of 3 meters from the surgery field with the fan away from the patient. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was found to be contaminated with an unknown type of mycobacterium. There is no known patient involvement.